Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 1049092

Event description:
It was reported by the end user's daughter that the wafer sometimes has depressions in it, is uneven and exhibits sharp edges at times which she feels is contributing to a decrease in wear time. No patient harm was reported. No further details have been provided.